Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a treatment for arteriovenous malformation using an apollo catheter 3.0cm, there was severe vessel tortuosity in the distal pca. The catheter became stuck and detached prematurely at the tip. Force was applied during the removal process. The procedure involved the use of a fubuki 088 sheath, a phenom plus guide catheter, and an xpedion guidewire. The catheter was flushed and prepared as indicated in the instructions for use. The case was completed with a marathon catheter using glue. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Additional information received reported that the cause of the catheter resistance/premature tip detachment was not determined. The tip detachment occurred within the artery while navigating. The apollo tip was embedded in the onyx cast (was done with a marathon). There was no future plan to retrieve the catheter tip. The anatomical location of the apollo tip was just near the avm nidus. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.